Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the product damage (hole in catheter) issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the access site bleeding cannot be determined due to insufficient clinical information. However, the root cause of the hole in introducer was due to use, as it was stated from the representative that the physician punctured a microneedle hole in the sheath about an inch from the hemostatic valve.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that upon suturing impella cp peel away sheath for male patient, a hematoma was noted and pulsatile flow coming from around the sheath. The physician therefore decided to remove the impella due to stabilization of the patient's hemodynamics. Once the sheath was removed, a small needle hole was seen on the peel away sheath. It was further reported that the hole was from the physician puncturing the sheath with a micro puncture needle. The patient remained stable after impella removal.